Manufacturer narrative:
A lot history review (lhr) of huxj0991 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that there was a tear in the broviac. As per new information received the patient had a reported leak near the cuff and there was no injury reported.